Manufacturer narrative:
Other: adverse events reported. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: no. Of patients- 39, gender- male(male- 20; female- 19), age(mean age)- 57.46 years procedure involved: accf(anterior cervical corpectomy and fusion), psf(posterior spinal fusion), acdf(anterior cervical discectomy and fusion), adcf a multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study for the atlantis translational anterior cervical plate system (hereafter referred to as atlantis translational). The clinical data summarized in this report was extracted for analysis on (B)(6) 2020. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. It was reported in the clinical study titled ¿atlantis translational¿ anterior cervical plate system¿ that a total of 39 patients met the minimal inclusion criteria of having a clinical diagnosis and documented surgical implantation of the atlantis translational. Based on the charted diagnoses, patients were stratified into one of three evidence groups for analysis: degenerative disease (n = 33), trauma (n = 3), and failed fusion (n = 3). Post-op, of the 33 patients treated for degenerative disease, 25 patients had postoperative radiographic notes. Fusion status was specified for 17 of the 25 patients. All assessed patients were noted as no-fusion. Of the 03 patients in the trauma group, 02 patients had radiographic notes specifying fusion status, and successful fusion was noted for 01 patients. And of the 03 patients in the failed fusion group, 01 patients had radiographic notes specifying fusion status, and this patient not achieved a solid fusion. In the degenerative disease group, 7 of 33 patients were recorded as having an ae. In total, 10 aes were recorded across 7 different types of aes. A summary for the most relevant ae categories is as follows. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": a) events related to anterior cervical surgery: adjacent segment changes (2), pseudarthrosis (2). B) serious adverse events:stroke (1), cardiac response (1). In the trauma group, 3 of 3 patients were recorded as having an ae. In total, 4 aes were recorded across 3 different types of aes. A summary for the most relevant ae categories is as follows. The following are the adverse events reported in this group with the number of events mentioned in brackets "()": events related to anterior cervical surgery: adjacent segment changes (2), dysphagia (1). In the failed fusion group, there were no aes reported. Despite these limitations, the findings from the clinical data collected on the atlantis translational system supports that the device is safe when used as indicated. There were no reported hardware failures or device-related adverse events across all patients.